Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision total knee replacement for loosening and instability. Pfc sigma ps fb tkr. No implant details are available due to records be unavailable due to timeframe. The entire tibial component was affected, not one particular side. The knee was 20 years old it was hard to determine what interface was involved. This was associated with bone subsidence and collateral ligament instability.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : product code 864181 work order (B)(4) was manufactured on 27-jun-2001. (B)(4) parts were manufactured per specification and all raw materials met specification. There are no scrap parts associated with lot 928503. The cmm reports were reviewed as parts of this DHR review. All parts at the machining step in the process are 100 percent inspected on a cmm and all parts passed the cmm inspection therefore there is no correlation to the failure mode described. Deviation 1067 found associated with lot 928503. This was opened to document a change for mps0555 to correct overlabel part therefore there is no correlation between dev. 1067 and the complaint failure mode.